Manufacturer narrative:
Sensory changes are listed as potential adverse effect in the device labeling.

Event description:
Patient was treated with the rhinaer stylus. Six treatments were administered to the posterior nasal nerve region on each side. No complications were noted at the time of treatment. Day 5 the patient was seen in the office and was noted to have mucopurulent drainage in the middle meatus on endoscopic exam and was diagnosed with moderate acute sinusitis (unrelated to study device/procedure) and was treated with prednisone and doxycycline and endoscopic debridement of crusting. Day 93 the patient was seen in the office and was noted to have mild yellow crusting at septal deviation and mild, clear rhinorrhea, no nao and mild tissue edema on left side. Day 170 the patient had a telephone visit and reported numbness in the back of the nose making it difficult to clear mucus from the area in the morning when patient wakes up. The onset of this event was reported to be day 121. Day 353 the patient indicated the numbness had improved but not completely resolved. Day 378 the patient reported still feeling a little numbness, numbness has improved and not bothersome at this time.